Manufacturer narrative:
According to the system no product was available from this lot in the distribution centers to be analyzed. The entire lot had been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this the product involved met specifications.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that she had been diagnosed with an episode of peritonitis. Additional information has been solicited from the patient's clinic, however, no further information will be available. The reported event date reflects the best estimate date based on all information currently available.